Event description:
During an implant procedure, upon connection of the leads into the device header, low sensing and high pacing impedance was observed on the device. The lead were removed and tested again on the psa and showed normal values. The leads were attempted to be reconnected however, the set screws were no longer able to be rotated. The device was exchanged to resolve the event. The patient was stable.